Event description:
It was reported that on the day of implant the right ventricular (rv) lead exhibited a bipolar lead impedance warning for high/undefined impedance which returned to expected range. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.